Manufacturer narrative:
Insulin pump received with no esc and act button response due to flattened button dome switch. No sticky button noted. Unable to verify for low battery alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the act and esc buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.